Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked at at the extension tube after puncturing the following information was provided by the initial reporter: ¿there was blood leakage at the extension tube after puncturing ¿.